Event description:
Reporter alleged discrepant blood glucose values of 129 mg/dl back to back with a result of 29 mg/dl when testing was performed less than or equal to 5 minutes apart on the compact plus system. The location of the testing was not provided. As a result of the comparison, no actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.